Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks due to oversensing of noise and low amplitude measurements. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. Reprogramming did not resolve the issues and the system was subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported.